Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was not functioning properly and overheating. This was attributed to normal wear of the device. Various parts were replaced. Device was repaired and returned to the customer. H4: manufacturing date for this device is unavailable.

Event description:
Device was returned for service. During service, technician found broken blades and blocked motor. Service records showed that device failed temperature, sound, and rpm testing. This is report 1 of 1 for (B)(4).